Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 1056k, competitor lead; implant: 2004-(B)(6). Model: 158065, competitor lead; implant: 2008-(B)(6). (B)(4).

Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.